Event description:
The customer reported that she received a couple of alerts, including a prime rewind alarm on her insulin pump. Her blood glucose was 179 mg/dl, which she treated with manual injection. During troubleshooting, the customer could not recall if the insulin pump had been dropped and the drive support cap was protruded. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also mentioned she had experienced high blood glucose levels recently, for which she had already treated. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No error alarm was noted. The occlusion, prime, and excessive no delivery alarm tests could not be performed due to the alarm for the loose drive support disk. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).